Event description:
The device was used to successfully cardiovert a pt. Reportedly, some unspecified period of time subsequent to the defibrillator discharge of energy, the device displays blanked and the device 'locked up'.